Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the pt experienced cardiac injuries and/or symptoms and subsequently expired twenty one days later. These events were allegedly caused by the exposure to the administration of the product for dialysis treatment.